Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the animal underwent an eye surgery on unknown date and suture was used. During the procedure, after three or four intra-tissue passages, the needle became deformed and twisted. Another like device was used to complete the procedure.